Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an e238 endoscope failure was displayed, no image. The event occurred during preparation for use. The intended procedure was completed without delay, using a similar set of equipment. There was no harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the issue was confirmed due to damage of the charged coupled device (ccd) unit. Additional findings include the following: due to damage on ccd unit, b30(scope communication error) occurred; due to data error of scope ID, e216(scope communication error) occurred; due to a pinhole on channel tube, water tightness was lost; and suction connector and scope connector cover unit was sticky due to water leakage. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumed that the event occurred by breakage of the image sensor unit, failure of the circuit board inside the video connector or malfunction of the system side. Olympus will continue to monitor field performance for this device.